Event description:
It was reported that the customer changed the battery or her insulin pump and it began to give a loud and constant high pitch tone. The buttons were intermittently or not responding. Ther wa a low battery alert prior to the battery change, and the alarm could not be cleared. The customer was instructed to remove the battery for two hours, monitor blood glucose and/or resume injections during the insulin pump's resting period, and insert a new battery. This did not restore normal insulin pump function. The insulin pump screen kept going out and the pump itself was buzzing. The customer's blood glucose level was 11.9 mmol/l. The customer was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Manufacturer narrative:
The pump was monitored for several days, and no constant tone was noted. The pump also had normal operating currents. No unexpected low battery alarm was noted. All buttons functioned properly. No damage in the keypad assembly was noted. However, the pump had a cracked reservoir tube lip.